Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (800 mg/dl) and diabetic ketoacidosis. Customer was discharged three days later. Reportedly, customer was not responding to insulin dosing and did not troubleshoot pump/supplies or administer a manual injection. Tandem clinical diabetes educator (cde) met with customer and requested that customer wear the dexcom receiver. Reportedly, customer agreed. Although requested, no additional information was provided.